Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back syndrome - other. It was reported the pump was empty. The hcp wanted to review options for the patient. The hcp noted the pump went empty on (B)(6) 2015 but the patient was considering turning the pump off. The patient had decided to turn the pump off. No symptoms were reported. It was later reported troubleshooting included the pump was noted to be empty and beeping at the time of the patient's initial evaluation with the hcp. Per the patient's request, he wished for the intrathecal pump to be turned off permanently and subsequently explanted. The cause of the empty pump was noted as unknown; however the patient had missed his pump refill appointment at his previous treating physician. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient went through withdrawals when the pump ran out of morphine. The patient had a refill scheduled for monday and by friday was hearing an alarm. By monday, the patient was going through withdrawals. The pump was turned off with the code "1-1.5 years ago" and the patient's withdrawals were noted to have occurred on (B)(6)2015.